Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008. Fse ran system check and high sensitivity system check and both were within specifications. Fse ran 10 replicate precision runs on 15 patients; all results were within assay specifications. Instrument verified as performing to specifications. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneous results obtained from a unicel dxi 800 access immunoassay system for troponin. Two patient samples were suspect. The initial troponin results were elevated. The customer re-ran the samples on a different instrument and the results were negative. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneous results obtained from a unicel dxl 800 access immunoassay system for troponin. Two patient samples were suspect. The initial troponin results were elevated. The customer re-ran the samples on a different instrument and the results were negative. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008. Fse ran system check and high sensitivity system check and both were within specifications. Fse ran 10 replicate precision runs on 15 patients; all results were within assay specifications. Instrument verified as performing to specifications. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for additional reportable events.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008. Fse ran system check and high sensitivity system check and both were within specifications. Fse ran 10 replicate precision runs on 15 patients; all results were within assay specifications. Instrument verified as performing to specifications. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneous results obtained from a unicel dxi 800 access immunoassay system for troponin. Two patient samples were suspect. The initial troponin results were elevated. The customer re-ran the samples on a different instrument and the results were negative. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.